Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Throughout the procedure, heavy spontaneous echo contrast and slow blood flow in the left atrium was noted. During implantation, on transesophageal echocardiogram a mobile thrombus was observed on the core wire of the closure device. The closure device was removed and the thrombus was visualized. The procedure was successfully completed with a different closure device. No patient complications were reported.